Event description:
Information received indicates the left head siderail will not latch because the bottom weldment was broken.

Manufacturer narrative:
The technician replaced the siderail frame assembly to repair the bed.